Manufacturer narrative:
The distal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
The leads were returned to the manufacturer with no information, and subsequently tested out of specification. No patient complications have been reported as a result of this event.